Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse confirmed that the geometry and tsm was not responding ; checked the m cabinet power supplies and found 12v fuse blown off. To resolve this issue, fse replaced the fuse and reloaded the tsm board software. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.